Event description:
It was reported that a patient underwent a da vinci mitral valve repair procedure on (B)(6) 2015 and passed away on an unspecified date/time. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the da vinci surgical procedure was completed. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's demise.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the patient's death. The date of the patient's death is unknown. There is no claim that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's demise. This complaint is being reported due to the following conclusion: after undergoing a da vinci mitral valve repair procedure, the patient passed away an unspecified time post-operatively. However, at this time, the cause of the patient's demise is unknown.